Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported receiving a low bg alert indicating 30 mg/dl, though a confirmatory fingerstick at the time was 67 mg/dl. The patient reported no symptoms, treated with glucose tablets, and expressed concern that the low notification may have been a false reading. Bg subsequently rose above 70 mg/dl. No outside assistance or medical intervention was required. No hospitalization occurred and no long-term health effects were reported.